Event description:
Surgeons database report states that a pt with a previously implanted im nail fell and broke the nail. Surgery had to be done with replace the nail and repair the fx site. No indication of product defect.